Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to code her onetouch ultra meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began approximately ten days prior to contacting lfs. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The day after the alleged issue occurred the patient claimed she consumed less food/drink in response to the reported meter issue and at an unknown time later, the patient reportedly developed a symptom of shaking. The patient, however, denied receiving any medical intervention/ treatment after the alleged issue began. At the time of troubleshooting, the csr noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.